Event description:
A dreamstation CPAP device was returned in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third party service center. During evaluation of the device at a third party service center, there was visible foam degradation within the device assembly. There was no reported patient involvement. There were no error codes observed during the device evaluation. There is no allegation of serious permanent harm or injury. No medical intervention was reported. A supplemental report will be filed if additional information is received.